Event description:
The customer reported via phone call that they had been hospitalized in the past. The customer stated that they did not recall much from the hospitalization. The customer confirmed that they would call back to provide further information. The customer's blood glucose was unknown. The customer did not return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.